Manufacturer narrative:
Correction: disregard file (after further review, this file is deemed not reportable).

Event description:
It was reported that during a blood transfusion, the IV tubing from the blood bag stopped dripping blood into the chamber with 75cc left in the bag to be infused. The tubing set was changed out and the infusion completed without any issue. There was a pall filter in use. The infusion was programmed at a rate of 125cc/hr. For 3 hours. There was no patient impact.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a blood transfusion, the IV tubing from the blood bag stopped dripping blood into the chamber with 75cc left in the bag to be infused. The tubing set was changed out and the infusion completed without any issue. There was a pall filter in use. The infusion was programmed at a rate of 125cc/hr. For 3 hours. There was no patient impact.